Event description:
It was reported that following the revision procedure to secure lead connections, the physician elected to explant this device and replace it was a non-boston scientific device in order to get higher maximum energy and different programming options. No additional adverse patient effects were reported. Evidence reasonably suggests that the leads remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high impedance and connection issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days after implant, shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were greater than 200 ohms. The device pocket was re-opened and it was determined that the lead to header connection was not secure. The rv lead was re-inserted connections were secured. Following the revision, impedances were within normal limits. No additional adverse patient effects were reported. The ICD and rv lead remain in service.